Event description:
It was reported that the fiber broke and started firing at 12.00 joules at the middle of the fiber during the photoselective vaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break between the input connector and control knob. The glass cap exhibited no devitrification, and there were no signs of charred debris adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified that most of the output escapes from the fracture location. The connector cone, segments, and tabs appeared in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber as designed. It is likely that procedural handling of the device during set-up or use like excessive manipulation/rough technique contributed to the fiber body break. Based on analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the fiber broke and started firing at 12.00 j at the middle of the fiber during the photoselective vaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.